Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise resulting in oversensing on the atrial lead was observed. Lead damage was suspected. The healthcare provider was informed and an in-clinic follow-up is anticipated. The patient was stable. Further information was requested but not received.